Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The product was not returned for inspection. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the patient's distal cantilever of #4 implant crown and #4 implant crown fractured gold screw. The reported event could not be verified, as the product was not returned for inspection and no photographs or radiographs were available for assessment. A root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown abutment screw fractured. Tooth location 4